Manufacturer narrative:
Device passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. Device was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. No cosmetic damage noted.

Event description:
Customer's daughter-in-law reported customer was hospitalized for high blood glucose. Customer went to the doctor for a thyroid test on (B)(6) 2014 where dye was injected. She went through an x-ray while wearing her insulin pump. She returned home and her blood glucose was 400 mg/dl despite not eating anything. She went back the same day for a second x-ray and was hospitalized for high blood glucose. Customer was experiencing headaches, extreme lethargy, and dehydration. Her blood glucose was 700 mg/dl when admitted. She was treated laminar and humalog and released. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The device passed the high pressure test and self test. It is unknown whether the cannula was occluded. Customer was advised that high blood glucose levels are often caused by site or set issues. Nothing further reported.